Manufacturer narrative:
Integra has completed their internal investigation on 08/04/2015. The investigation included: review of complaints history . Results: the DHR review could not be completed for the cam02 monitor reported as defective since the serial number of the monitor was not provided by the reporter. Rate of occurrence: during the time period ¿(B)(6)¿, the global product usage for cam02 monitors was calculated as (B)(4) usages, using the total quantity of cam02 monitor catheter sales sold per cam02 monitor customer to calculate the quantity of usages. The quantity of complaints over the review period with the key word identified in the complaint review (B)(4) can therefore be calculated as (B)(4) of procedures. Conclusion: based on the complaint description; it indicates the user did not follow the 110-4g directions for use. The catheter must be zeroed prior to the insertion.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
This is the second report of two involving the same pt and a 104g and cam02 from the same facility. (Cross reference with MFR report number 2023988-2015-00017 ((B)(4)). It was reported that a 1104g catheter was connected to the camcable. The doctor used the zeroing tool to zero the catheter. A zero did not show on the camino screen during this process. The surgeon placed the catheter in the pt and the icp number went to over 200 on the screen. The catheter was then removed from the pt and doctor proceeded/concluded the surgery without either item. The catheter was hooked up the camino. When the catheter was hooked back up to the camino, the number on the screen read an icp of 8. The zero tool was used to zero the catheter to zero on the monitor. The catheter was disconnected and then reconnected and the icp read zero. The procedure performed was left temporal, parietal, occipital craniotomy and evacuation of intracerebral hematoma. The nature of the malfunction was the initial zeroing info failed to show on the screen. The integra rep met with the nurses. They brought the catheter with them to hook up to the camino. When the catheter was hooked back up to the camino, the number on the screen read an icp of 8. The nurse took the zero tool and zeroed the catheter to zero on the monitor. The catheter was disconnected and then reconnected and the icp read zero. There was no revision, delay or injury to the pt.